Event description:
It was reported by service report that the footboard did not work. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: coil and extension cables were cut.